Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 210 mg/dl.